Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code on channel c. The biomed stated this pump was not involved in a patient incident this time or since last serviced by baxter. Details were not provided regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.